Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that due to mesh protrusion and erosion the patient underwent mesh excision with vaginal urethrolysis on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had a sling implanted due to stress urinary incontinence and chronic ovarian cysts. During implantation the patient underwent a total abdominal hysterectomy and a bilateral salpingo-oophorectomy. The patient reports experiencing increased incontinence and dyspareunia after implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.